Manufacturer narrative:
The field service engineer (fse) indicated that there was disconnected green striped tubing at the upper sheath coil (restrictor) which had caused a leak. The fluid leak damaged the sensor distribution card and caused bed not level errors. The tubing and sensor distribution card was replaced. Additionally there were low vacuum drifting errors; the vacuum regulator was replaced to resolve this issue. He observed that two shear valves had buildup. He cleaned and flushed flowcell to remove buildup. During service he also discovered diff offset voltage running high. He flushed the flowcell which did not resolve the issue; however a laser and flowcell alignment resolved the issue. (B)(4).

Event description:
The customer initially reported 'bed not level' errors on the coulter lh 750 hematology analyzer. The field service engineer discovered an uncontained leak from the instrument during service. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.